Event description:
It was reported that suture deployment of three perclose proglide devices in the right common femoral artery (cfa) and four perclose proglide devices in the left cfa were attempted using a preclose technique before an abdominal aortic aneurysm procedure. Reportedly, the sutures could not be retrieved with all seven devices. Two additional proglides were successfully deployed in the left cfa and after the procedure, hemostasis was achieved with the sutures. Hemostasis was achieved surgically with a suture in the right cfa. There was no adverse patient sequela. It was thought that there might have been calcification at the access sites. Reportedly, the physician is trained in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 6 other perclose proglide devices are being filed under separate medwatch MFR numbers the device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The safety and effectiveness of the device has not been established in patients with femoral artery calcium which is fluoroscopically visible.

Manufacturer narrative:
(B)(4). The device was returned for analysis; however, it was inadvertently discarded at the manufacturing facility prior to evaluation. It was reported that the suture was not retrieved. Without any other observations of the device, this is an indication of a needle to cuff miss, where the needle travel path was not correct when the user deployed the proglide device. The reported experience may be influenced by, but not limited to, manufacturing, user technique, and/or anatomical conditions. A cuff miss may occur when the angle at which the device is held is changed or the device is torqued during use and could translate to a change in needle path (trajectory) leading to the observations of this incident. As the needle travels through tissue, the needle can be influenced by more dense tissue such as scar tissue and calcification, and can be deflected. The amount of deflection will depend on the severity of the anatomical conditions. The patient in this incident reportedly may have had vessel calcification and has a history of peripheral vessel disease. The conditions during use may have caused the needle to deflect from its intended trajectory missing the foot cuff pocket and leading to the observation of cuff miss. From the evaluation of the incident, the most likely cause is related to operational context related to anatomical conditions (reported peripheral artery disease and possible calcification), but this could not be confirmed. During manufacturing, the needle trajectory of every device is verified and a sampling is destructively tested to verify the functionality of the device. The lot met all acceptance testing specifications. A review of the lot history records did not reveal any non-conformity materials records relevant to this event. A query of the complaint database was performed and there was no indication of a product quality deficiency.